Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual evaluation found that the device has been manually advanced and is locked in the fully advanced position. The blue split cannula is intact. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. T1, t2 and partial frayed suture was returned for the evaluation. As this device requires manual advancement for each "t". There would be no "simultaneous deployment" as there is no mechanism for deployment on this device. Advancement of t2 may have been an inadvertent action. Simultaneous deployment cannot be confirmed. DHR review was performed and there were no deficiencies identified with the manufacture of product number and lot. Use error cannot be ruled out as a contributory factor.